Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio iq meter read inaccurately high compared to lab result. The patient did not provide any blood glucose values but claimed that the difference between the tests was greater than 20%. At this time, it is unknown if there was any intervention between the tests that would be expected to change the blood glucose. The patient did not allege any harm or injury because of the reported issue. The patient was sent replacement product. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-lab device comparison where the difference of the results reportedly exceeded lifescan's criteria for accuracy testing. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k110637.

Manufacturer narrative:
Follow-up # 1 ¿ (6/10/2013) the patient's meter have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.